Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On unknown dates the patient experienced two cerebral vascular accidents. The patient is now in a nursing home.